Event description:
The costumer reported that there was no delay and patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. For the no image malfunction that was confirmed during evaluation a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to fluid invasion on the subject device and/or damage of the image sensor unit. For the insertion section coating peeled off malfunction found during evaluation a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to applying the following stress to the insertion section (physical stress such as by rubbing/ hitting the insertion section , chemical stress from reprocessing not recommended by IFU (reprocessing manual) or stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.)). The no image event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The insertion section coating peeled off event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation also found that the coating of the insertion tube peeled off. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black screen when turning the angle while using the flex video scope. There was no patient harm associated with the event.